Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet connector broke at the chamber and the nurse, guided by an agent after sharing photos, successfully removed the broken piece from the device. Symptoms included no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting with visual inspection of user-supplied photos and step-by-step guidance to remove the broken component. Investigation of this case revealed a mechanical break of the connector component without impact on therapy delivery or blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was mechanical component damage of undetermined origin.